Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The reported event was caused due to the defective dr circuit board. As the device was not returned to the manufacturer, omsc could not determine the cause of the defective circuit board. Based upon the serial number and the reported phenomenon, omsc presumed that the operational amplifier on the circuit board was burned due to an over-voltage. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the following: the reported event that the endoscopic image was not displayed was reproduced. When a endoscope of evis exera ii was connected to the device, the device did not recognize the endoscope, and the endoscopic image was not displayed. Defect of the printed circuit board was noted. Defect of the scope connector socket was noted. There is possibility that the reported event was caused by the defect of the printed circuit board. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image with 180 series of olympus endoscopes was not displayed. There was no report of patient injury associated with this event.